Event description:
During first use, the brush head detached from the handle while brushing, representing device malfunction. As a result, it became lodged in the customer's throat. The consumer's partner was able to assist in removing it, no serious injury was reported. However if it were to reoccur it could have resulted in a serious injury.